Event description:
Tuesday 5/16/95, a non sedated pt 4 yrs old female at a dental clinic swallowed (aspirated) a small soft plastic tip only of a saliva ejector. The pt was x-rayed & the tip appeared to be in the pt's esophagus. The pt was monitored & another x-ray was taken showing the tip was no longer in the pt's esophagus & moved on. The pt was sent home with instructions for the mother to monitor the pt's bowel movement to see if the tip will be expelled.